Manufacturer narrative:
Concomitant medical products: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. Product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. Product ID 3998, lot# v121706, implanted: (B)(6) 2008, product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a head scan MRI (MRI of the brain) with contrast completed on the date of report with the device in the off mode. Everything went fine. The patient stated that on the way home, about an hour after the MRI scan, she experienced a flush or warm feeling throughout her whole body that lasted for approximately five minutes. The patient did not have the heat or anything on in her car, and she was so warm she had to take her coat off. The patient contacted the MRI department who told her that all of the proper protocols (they followed the manufacturer's guidelines) were followed and that she should call the healthcare professional (hcp) who manages her. The patient stated she called the hcp¿s office and they had the manufacturer's representative (rep) call her. The rep was then contacted by the hcp or MRI office (it was not clear), and they asked the rep to reach out to the patient. The rep did so, and suggested that she call the manufacturer's patient services to see if they could provide any additional information. The patient stated the rep told her it was maybe a reaction to the contract, but that he would follow up with the hcp. The event occurred during normal use. The product status was implanted and remains-in-service. There was no alleged product issue. There was no diagnostic testing performed as it was not required. It was unknown if action was required as a result of the event. The patient¿s status at the time of this report was alive with no injury. The patient had not turned the stim on since having the MRI. The patient was redirected to the hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.